Event description:
O ring on the end of intubation bronchoscopy lfi broke off in the pt's bronchi while checking placement of double lumen et tube. An adult bronchoscope and bronchoscopy forceps were used to retrieve the foreign body. No harm to the pt.